Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that they had overstimulation in their breast and arm during an MRI. The MRI was interrupted. After the MRI, the patient had no symptoms and stimulation was working. The issue was resolved at the time of this report. No surgical intervention occurred or was planned and the patient was alive with no injury.